Event description:
A nephrostomy catheter was used for therapeutic purposes. During placement, the stiffener would not come back over the wire. Attempts to retrieve the device were unsuccessful and as a result, the product will have to be removed surgically. The date of this procedure has not been determined and another device has been placed since. The pt is reported to be in good condition.